Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to claim intermittent audio output on (B)(6) /2015. No medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient's father to test the alert functionality and reported alerts were functional.

Manufacturer narrative:
(B)(4).